Event description:
The hcp reported that the patient was experiencing paralysis from the "waist down with incontinence". The distal catheter was repositioned at c10. The patient was receiving dilaudid via the drug delivery system.

Event description:
The MFR's rep reported that the pt presented with "sings and symptoms of an inflammatory mass". The hcp replaced and repositioned the catheter lower in the spine. There was no evidence of an inflammatory mass. The hcp believes that the pt has transverse myelitis with paralysis. A follow-up report will be sent if add'l info becomes available.